Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the devices memory content was evaluated revealing invalid memory content. As a result the device was not interrogatable properly, confirming the clinical observation. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified revealing no anti-bradycardia pacing pulses. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply to check the functionality of the electronic module. The device was re-initialized, and a subsequent thorough investigation did not show any abnormality. An interrogation was properly feasible and all therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The battery was opened to inspect the individual components of the battery. These were as expected in accordance to the battery state of charge. The battery was still sufficiently charged. There was no indication of a battery failure. In conclusion, during analysis the clinical observation was confirmed. Despite a thorough analysis the root cause for the clinical observation was not determinable. It is reasonable to assume that a temporary voltage drop resulted in a device memory loss which led subsequently to the clinical observation.

Event description:
After an implant period of approximately 31 months, it was reported that the device was not able to be interrogated. The pacemaker was explanted.